Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture via the ultrasound. Healthcare professional additionally reported "sensation of ant nest," and pain associated with physical activity and at palpation. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3b, a5, a6, b5, b6, d6b, g2, h6.

Event description:
Patient reported right side rupture via the ultrasound. Healthcare professional additionally reported "sensation of ant nest," and pain associated with physical activity and at palpation. Device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported right side rupture via the ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.